Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a shaft fracture occurred. The patient's anatomy was severely tortuous. The lesion was located in the circumflex (cx) and was severely calcified. The lesion was pre-dilated with a 2.0x15.0mm maverick balloon. The physician attempted to implant a taxus express2 2.50x20.0mm drug eluting stent and while trying to advance the stent delivery system (sds) to the lesion site, the shaft broke. The entire sds was removed. The procedure was successfully completed with mini vision 2.25x18.0mm stent. There were no pt complications.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.